Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that when the patient¿s first ins was put in, the doctor placed the ins in the middle of their back. The patient reported that this was very uncomfortable and that it caused them to have a whole new pain that went from the middle of their back and wrapped around their sides. The patient reported it was very hard to charge the ins. The patient reported that when changing settings, their doctor ¿created a whole new set of issues¿ for them. The patient had the ins replaced with a smaller one in hopes of alleviating the pain. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.